Event description:
It was reported that there was no signal to the monitors. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.